Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with scratched case and label damage. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. No damage on electronic assemblies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and open book image on screen. Customer stated that the insulin pump did not received any alarm before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.